Manufacturer narrative:
(B)(4). The returned item # 42527401010 lot # 62104443 found it to exhibit signs of repeated use and has fractured on the medial side of the post feature. All pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00892, 0001822565-2021-00893, 0001822565-2021-00894.

Event description:
It was reported on a worn instrument return that the tasp was returned fractured. This was discovered during an inventory check. No patient involvement.